Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) of 30mg/dl. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.